Event description:
During a pci procedure, the maverick otw ptca catheter balloon was not able to be extruded. It was attempted to be pulled out unsuccessfully by nanto-method after the lesion was expanded, then the pt2 guidewire and the catheter were pulled out together. Finally, a tgv guide wire was advanced to the lesion and the lesion was expanded by a vision balloon catheter. No pt injuries were reported. Pt status is reported as "good".